Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID (B)(4) implantable pulse generator (ipg)implanted: 2005 (B)(6); (B)(4) tissue valve implanted 2013 (B)(6); 5076 implantable pacing lead implanted: 2005 (B)(6). (B)(4).

Event description:
It was reported that there was noise on the right ventricular (rv) lead when connected to the analyzer. It was noted there was potential fracture, high impedance and that the unipolar impedance was higher than the bipolar impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.